Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023 information was received from a healthcare provider regarding a patient who was implanted with an implantable neurost imulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that caller stated ins hasn't worked in a "few years" and is dead. Patient stated they are supposed to meet with hcp today about getting a new ins. Patient mentioned they have leg pain - tss understood this as the reason they were having the MRI. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed that patient would need to charge ins to access MRI mode. Tss asked about managing hcp and caller mentioned a dr. (B)(6) but then said they didn't know. On (B)(6) 2025 additional information was received from the patient. They reported that the device never worked and not charging up. They stated they hadn't charged their implant in 3 years because they weren't using the device. They stated they need an MRI of their back and they wouldn't do the MRI until they charged the implant. They said the device never worked for them or gave them any relief ever since it was implanted. They mentioned that the device never worked because of the position at their back, they were having a hard time recharging it and that's why they just stopped. The agent walked patient through resetting the recharger and tried to initiate a recharging session. They said there's only white light flash ing on the recharger. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. They mentioned they would be having a new implant put in in a couple weeks which was the reason why replacement external devices were not ordered.